Event description:
Medwatch report #(B)(4) states: patient had resection arthroplasty due to asr implant recall. Explanted components as follows: 1) acetabular cup, ref (B)(4), lot 2373525 exp 2012-05. 2) tapered hip stem, ref (B)(4), lot bn8f4a000. 3) uni femoral implant, ref (B)(4), lot 2378503, exp 2012-05.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.